Event description:
Pt collapsed at home, cardiac arrest. Resuscitated in the field. Pt had a left thoracotomy and emergency placement of ventricular lead and new generator. Pt remained on the ventilator postoperatively. Hypoxic brain injury, no neurological recovery. Pt died.